Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a defective nav-ring. The device was in clinical use when the issue occurred. No patient or user harm was reported. A philips field service engineer (fse) evaluated the device and confirmed the reported issue. The fse replaced the front bezel and made the determination that the system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
E1 reporter phone number - (B)(6).